Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. This investigation would be updated should further information be provided.

Event description:
It was reported that right atrial lead was found to be dislodged with x-ray imaging. It was suspected that the helix was retracted, although this was not for sure as it was difficult to tell with the x-rays. No further information was provided. No adverse patient effects were reported.